Event description:
Facility paramedics had connected the device to a patient diagnosed in ventricular fibrillation. The device defibrillator was charged in an attempt to defibrillate the patient. Reportedly, the defibrillator failed to discharge energy to the patient. The patient was not resuscitated.